Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a dirty objective lens and a flickering image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: static on the screen when plugged into the process is due to the foggy image which is due to the dirty objective lens. A definitive root cause could not be identified for the dirty objective lens or the flickering image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope had the static on the screen when plugged in to the processor. The issue was found during det up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.